Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during an axonics full system implant with fluoroscopic guidance resection of exposed mesh from a previous sling, posterior colporrhaphy, enterocele repair, mid-urethral sling, and cystoscopy procedure performed on (B)(6) 2023, for the treatment of mesh exposure, rectocele, enterocele, stress urinary incontinence, urge urinary incontinence, urge fecal incontinence. Throughout the procedure, there were no complications. Furthermore, the patient was transferred to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2023, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.